Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2012 and mesh was used. The patient presented with pain on (B)(6) 2012 and on examine found the small bowel was dilated. The patient underwent a laparoscopic procedure. During the procedure it was noted that the mesh was covered with omentum adhesions and the small bowel was stuck to the bottom of the mesh and kinked. The adhesions were lysed and the mesh remains implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.